Event description:
A report was received the patient underwent a pocket revision. The reason for the revision is unknown. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is the final report.